Event description:
It was reported that stent damage occurred. A 28 x 3.50 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The physician pulled back the stent and the physician noted that one of the strut was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).